Manufacturer narrative:
Related manufacturer reference number: 2916596-2019-02356. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a cerebral infarction. The lvad operated as expected and no further device issues were mentioned after the pump exchange on (B)(6) 2019. Patient was doing fine. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. There was not an autopsy performed and the device was not explanted.